Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed button error. The blood glucose reading was 477 mg/dl, which was treated with manual injections. No significant events leading to the alarm were observed. The most recent blood glucose reading was 170 mg/dl. The customer stated that she awoke with feelings of nausea and checked her insulin pump, which led her to see the button error alarm. She stated that the insulin pump had suspended insulin delivery. Troubleshooting for the issue was declined. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad trace. The device passed the following tests displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery. The device was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.